Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty placing the left ventricular (lv) lead, as the patient's myocardium was very tight and the lead helix could not break through the dense myocardial membrane. After multiple attempts, it was not possible to fixate the lead, and the lead was removed and inspected. It was noted that the lead helix was deformed. The lead was not used and a different model lead was attempted through the lateral vein. After implantation, it was observed that the lv thresholds were high, and the patient was experiencing diaphragmatic stimulation. The physician attempted multiple repositionings, however the thresholds were still high. The lead was not used and another model lead was successfully implanted. No further patient complications have been reported as a result of this event.